Event description:
The clinician reports the implant was inserted 2019-11-06 in ada 2. On 2019-11-06, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility and inflammation. No further patient complications were reported.